Event description:
It was reported that the patient underwent an orthotopic heart transplant on (B)(6) 2022. Additional information revealed that the patient was elevated on the transplant list due to arrythmias including atrial tachycardia, atrial flutter, and ventricular tachycardia. It was additionally reported that the patient received a shock from their internal cardioversion defibrillator (ICD) and presented to the hospital. The patient received an amiodarone bolus but could not tolerate oral amiodarone as outpatient and was transitioned to metoprolol. The arrhythmias were not thought to be device or therapy related. The device operated as expected and no alarms were observed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported cardiac arrhythmia cannot be conclusively determined through this investigation. The evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues. (B)(6) was returned assembled with the pump cable severed approximately 12.5¿ from the pump housing. The remainder of the pump cable, as well as the modular cable, was not returned for evaluation. The sealed outflow graft was secured to the pump cover and the apical cuff was attached to the cuff lock. Upon disassembly of the returned device, examination of the inlet tube revealed islands of tissue-like depositions near its distal opening. The depositions were adhered and did not appear to have contributed to any flow or functional issues. Examination of the textured blood-contacting surfaces of the pump cover revealed loosely coagulated post-explant blood. The lack of structure and adherence of this deposition suggests that it developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-explant. The remaining blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.